Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The representative reported via phone call that the customer experienced high and low blood glucose. The representative reported that the up button was unresponsive. The customer's blood glucose was unknown at the time of incident. The representative stated that the customer experienced blood glucose 50 mg/dl and 400 mg/dl. The insulin pump will not be returned for analysis.